Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Unique identifier is unknown. No information has been provided to date. A manufacturing device history report (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Bottom case was cracked on l-bracket mounting surface. Right plunger case was cracked at top surface. Bottom case was cracked on l-bracket mounting surface. Right plunger case cracked at top surface. No results found in the event history log related to customer's reported problem. Force sensor, position pot, and size pot operated okay, but when force sensor was calibrated the high standard will not rise above minimum value at 10 pounds (lbs.) Of force. The root cause of the reported issue was found to be loosely attached plunger head mount to plunger tube. This condition was likely the result of normal wear given the pump is over 15 years old. Replaced plunger head mount to plunger tube screws. Verified torque on all other drivetrain hardware.

Event description:
It was reported that the device will not calibrate. No patient injury will be reported.